Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The deltec accuracy +0.933 percent. The analyst tested use the same rate as the customer's setting with flow stop admin test , calculated the dose tate set to 151.6 mlper hr . The result accuracy was -7.94 percent. No,accuracy issues were found. -10 percent is ok, reference to operator manual vip 1.05 when the test run with the low stop admin set.

Event description:
Information was received indicating that there was a residual volume of 32ml when using the cadd solis vip pumps - 2120. The next day, it was reported that a volume was not recorded. There were no adverse events reported.